Event description:
The patient was discharged home the week of (B)(4) 2012 after 67 days in the ICU.

Event description:
It was reported that the device was used during a single port laparoscopic colon procedure for sigmoid diverticulitis. On the anvil side, the surgeon used 2.0 prolene to perform the purse string, no purse string device was used. The surgeon used a bovie to clean up the fat around the area. The pa went below, placed the device. Pa completely closed down the device, till it did not turn anymore. The surgeon was above and snapped on the anvil. The pa fired the device. No ischemia or necrosis of tissue was present and the donuts were complete. When the area was inspected the staple line was open. On post op day 5, the patient presented a post operative leak. Patient was returned to the or and the staple line had dehisced anteriorly. The patient was given a colostomy. The patient has been in the ICU for 54 days. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): what device was used for the proximal and distal transaction? Ta45 with a blue reload. Was used for distal transection. Proximal transection was made with a 10 blade. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Click. When the device was fired, where was the indicator within the green zone/gap setting scale? Towards the bottom of the scale. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired ? Crunch. Were any of the forces higher or lower than expected? No. Was there any difficulty removing the device from the tissue? No. What was the purpose of the surgical procedure? Resection for rectal cancer. What was the patients pre-op diagnosis? Rectal cancer. Has the patient undergone any treatments that would have impacted the health of the tissue? Not known. Was this a recent conversion to ees devices in this account or with this surgeon or pa? No.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.